Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to cardiac arrest. An autopsy was not performed, and the device was not explanted. No product will be returned for evaluation. The death was not considered to be device related and the device operated as expected. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that on (B)(6) 2021 the patient passed away due to cardiac arrest. The vad coordinator indicated that the death was not device or therapy related. An autopsy was not performed and the device will not be explanted.